Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from wash tower waste tubing on the unicel dxi800 access immunoassay analyzer. The customer did not question patient or assay results no injury or exposure was reported.

Manufacturer narrative:
A bec customer technical support (cts) instructed the customer to open the spu and pull out the fluidics drawer to confirm the source of the leak. The customer was unable to determine if the leak was waste fluid or wash buffer. On (B)(4) 2011, a bec field service engineer (fse) found a hole in the wash tower waste peri-pump tubing. Fse replaced the tubing and verified system performance to published specifications. Hardware is the root cause for this event